Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer cleared the malfunction prior to contacting tandem technical support. Subsequently the pump reset unexpectedly. Following the reset the pump indicated a data log corruption and that the pump settings was noted to be missing. The customer declined to provide a blood glucose value. Reportedly the customer had an alternate pump for insulin therapy.